Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the dentate line during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the third band could not be deployed. Upon withdrawal of the device from the patient's body, it was observed that the third and fourth bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 11, 2025: the device was used in the esophagus to treat esophageal variceal bleeding. A band was stuck; the device was removed from the endoscope, and the physician used a syringe to pick the band out, then released all the bands and removed the handle. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: (additional information) blocks b5 and e1 (initial reporter fax) have been updated based on the additional information received on november 11, 2025. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it. In addition, the ligator housing teeth were damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. It was determined that the device may have failed to deploy the bands because the instructions for use were not followed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the dentate line during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the third band could not be deployed. Upon withdrawal of the device from the patient's body, it was observed that the third and fourth bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: (additional information) blocks b5 and e1 (initial reporter fax) have been updated based on the additional information received on november 11, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the dentate line during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the third band could not be deployed. Upon withdrawal of the device from the patient's body, it was observed that the third and fourth bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 11, 2025. The device was used in the esophagus to treat esophageal variceal bleeding. A band was stuck; the device was removed from the endoscope, and the physician used a syringe to pick the band out, then released all the bands and removed the handle. It was noted that no difficulty was experienced upon setting up the device.